Manufacturer narrative:
Related report: 0002920664-2016-00168. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed severe reaction in the left eye approximately one day post implant, the surgeon observed slight corneal edema and cells in the anterior chamber and vitreous. The surgeon immediately treated the patient with intravitreal injection of antibiotic and steroid and the prognosis was reported as ¿patient fully recovered¿. According to the surgeon, allergic reaction to foreign body or material introduced into the eye during surgery was the likely cause of the event.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The environmental monitoring and the sterilization records were reviewed and the bioburden and endotoxin results for this batch met the specifications. Based on the current information a definitive root cause of the reported event could not be determined.